Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 35 mg/dl. The customer reported that the drive support cap was normal and recessed. The customer's most recent blood glucose was 164 mg/dl. The insulin pump was removed and the customer's doctor is having her wait one month before using it again. No further troubleshooting could be performed on the insulin pump at the time. The customer was advised to call back if further assistance was needed.